Event description:
A 2009 ultra base unit was "not holding under pressure." Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.